Event description:
At least 6 ng tubes with apparent valve malfunction. Once ngt is connected to suction, it stops draining gastric contents. When valve removed, able to easily drain gastric contents with bulb syringe. Also, gastric contents leak from pigtail when canister is not full. 16 french & 18 french involved. One pt may have aspirated as a result of ngt malfunction.